Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was fractured. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During introduction, it was noted that the device was fractured upon crossing the guide catheter. The device was then removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two separate pieces for analysis consisting of the manifold with 555mm of hypotube and the balloon with the polymer extrusion, mid-shaft and 385mm of hypotube. Visual and tactile examination of the hypotube and balloon were performed and revealed a complete break in the hypotube of the device. Also, the balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. There was no evidence that the balloon had been subjected to positive pressure and no issues were identified with the balloon that may have contributed to the complaint incident. Visual and microscopic examination of the markerbands/blades/tips were performed and observed no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device was fractured. A 10/2.75 flextome cutting balloon was selected for use. During introduction, it was noted that the device was fractured upon crossing the guide catheter. The device was then removed together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.